Manufacturer narrative:
Analysis summary: complaint confirmed: upon receiving the package, the device was observed and seen the heat shrink component that is located under the shoulder was torn ¾¿s down on one side of the shaft of the blade. The heat shrink was still an existent of heat shrink and was able to confirm the heat shrink was assembled higher than intended defined. It was also observed upon receiving the device that it had excessive eschar buildup on and underneath the heat shrink. It was recommended to ensure the quality of the device, periodically cleaning the device, and inspecting it of any damages defined. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator. It was reported that the site has had some issues with their generator and the plasma blades (blades are peeling). The site would like to send in their generator. No further information provided. No patient was involved.